Event description:
Info received indicates the bed exit will arm but does not alarm when tested.

Manufacturer narrative:
The tech isolated the issue to worn tape switches. He replaced the tape switches to repair the bed.